Manufacturer narrative:
During a procedure in the u.s., a 30g anterior chamber cannula detached from the syringe while inside the patient's eye. No injury occurred, and the cannula was safely removed during the procedure. The bvi quality assurance department conducted a thorough investigation in accordance with internal procedures. Due to the lack of lot number information, the device history record (DHR) could not be reviewed, and the manufacturing and expiry dates for the affected product could not be identified. The investigation included a review of current process controls and historical data. No nonconformities in the manufacturing process were identified for this part number. Based on the analysis of similar reportable complaints and historical evidence, the issue appears to result from improper assembly technique by the end user, specifically the incorrect method of securing the cannula. Proper assembly requires hand-tightening at the hub of the cannula and the top of the syringe, and deviation from this may lead to detachment during use. Each kit label includes the following instructions: "if products with luer connections are included, please firmly attach all luer connections to reduce the potential for premature disconnection and to minimize clinical risk. When a secure connection is required, use luer lock connections only." The root cause of the complaint has been identified as user assembly error, not a manufacturing or design defect. After thorough review, it was determined that no corrective or preventive actions are required at this time. The complaint has been acknowledged and documented in bvi records, and bvi will continue to monitor customer feedback and evaluate trends for potential actions if necessary.

Event description:
During a procedure, a 30g anterior chamber cannula detached from the syringe while inside the patient's eye. There was no injury, and the cannula was safely removed during the procedure. However, this constitutes a device malfunction, and there is potential that, if the issue were to recur, it could result in patient injury. Several attempts have been made to contact the customer to clarify the circumstances of the event, including details of the cannula assembly process, but no response has been received to date. Although no harm occurred in this case, the failure mode has the potential to cause serious injury if it recurs. Therefore, the event is considered reportable to the competent authorities as a device malfunction.